Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that yesterday and today the patient had blood glucose (bg) levels ranging from 275-349 mg/dl with unspecified ketones and no additional symptoms. Patient states having been on ciprofloxacin few days prior to this issue for symptoms of urinary tract infection. During troubleshooting, customer support found that basal delivery totals in tdd do not match active basal program total. No known cause for variation. This complaint is being reported as the discrepancy in the basal history was not resolved and the patient experienced hyperglycemia.